Event description:
As stated by pt: pt woke up due to "sparking" and shut off unit and removed it from his finger due to a "burn" on his finger. As stated by janice sandoval - respiratory therapist: she did not see the pt's finger and the data does not match his description. She also stated there were no signs of thermal damage to sensor or unit. Pt did not seek medical attention.

Manufacturer narrative:
Instructions for use cautions operator to inspect the sensor application site at least every 6-8 hours to ensure correct sensor alignment and skin integrity. Pt sensitivity to sensors may vary due to medical status or skin condition. The 8000aa sensor is designed for spot checking or data collection of adult or adolescent pts, where little sensor motion is expected. Additional model# 8000aa.